Event description:
Report rec'd of an over-delivery. The customer indicated that the event was the result of an operator error in programming the device. The pump was programmed in the dose calculation mode to deliver milronone at 0.3 mcg/kg/min. At the shift change between days and pm's, the evening nurse reportedly reprogrammed the device to deliver the milronone in the ml/hour mode at an equivalent rate to the dose calculation delivery. On the day shift the following day, the nurse reprogrammed the device to deliver in the dose calculation mode, but programmed the dose as 3mcg/kg/min instead of the intended 0.3mcg/mg/min. The pt rec'd the milronone at this accelerated rate for 30 minutes, when it was noted that the pt's heart rate was increased, blood pressure was decreased and "heart flow" was increased. The nurse noted the programming error at this time and the infusion was stopped for one hour, until the symtpoms subsided. The infusion was then restarted at the intended rate of 0.3mcg/kg/min. The pt was discharged in 11/2002 with no reported adverse sequelea. Though requested, no further info was available.